Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was a speaker malfunction from the mx40 telemetry device. It is unknown if the device was in use on a patient. No adverse event involving patient or user was reported.